Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator experienced issues with the device not working, which was explained to mean that they were not getting any relief from their implant.  They stated this began at least a year ago, but also stated it started about 5 or 6 years ago. The patient required a magnetic resonance imaging (MRI) scan, but the facility would not proceed until it was confirmed that the stimulator was not functioning. Previously, a representative had tested the stimulator and confirmed it was not working. The patient was advised to contact their healthcare provider for further assistance and was provided with contact information for the necessary support services. The patient was also redirected to the MRI facility and their healthcare provider for further resolution. Pt called back stating they were still trying to get an MRI. Pt told the MRI facility last time the rep came out, 1.5 years ago, and could not recover the battery and told the MRI tech that pt was eligible to have an MRI. The new MRI tech told pt they could not take pt's word for it. Reviewed MRI guidelines. Pt said the device had not been working for 5 years and pt was not planning on using it. Reviewed MRI facility determines what proof of MRI eligibility they will accept from the pt. Redirected to MRI facility for next step. Rep spoke with pt who said they haven't charged the scs in 6 years - rep suspects over discharge. Caller mentioned they have notes stating that the ins has been dead since probably 2021 as pt was needing MRI then and pt was "seen to jump their battery". Caller reports the notes also indicate this was the second time the ins was jump started. Rep rep reported that it is assumed because the patient hasn¿t charged the battery in a long time. I have not personally seen the patient about this issue. The patient has let their battery go into over discharge a number of times, unsure on the exact number.